Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2009-04492 for a description of the second device. It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the first two mesh legs when the physician was attempting to place them, inside the pt. It is unk if they were retrieved from inside the pt. The physician removed the device from the pt and the procedure was completed with another pinnacle anterior pfr kit without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.